Event description:
The physician reported this incident at a neurovascular interventional radiology seminar in another country. The pt had presented with a grade 3 subarachnoid hemorrhage and this coil was successfully placed in the aneurysm. It was noted that the proximal end of the internal carotid artery (ica) was occluded which was reported to be left untreated at the conclusion of the procedure. The following day, the ica occlusion had resolved but a bleb in the aneurysm was noted on CT scan and the pt "didn't move her pupil," which eye was not specified. The physician reportedly believes that the coil formation in the aneurysm altered the aneurysm's shape. The physician placed a non-boston scientific coil into the bleb but "it couldn't be improved." A bleed was noted on CT scan and the pt died four days later. No further info is available.

Manufacturer narrative:
Device manufacture date: unk.